Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4 and friable leaflets. A clip was implanted at a2/p2 and a second clip was implanted at the medial commissure (p/3) without issue. The mr was reduced to grade 1. On (B)(6) 2023, a secondary mitraclip procedure was performed to treat mixed mr with grade 4 due to a single leaflet device attachment (slda) of one of the clips. The mitraclip nt had detached from the posterior leaflet (p/3). The other clip was still on a2/p2. The physician suspected that the slda was due to patient anatomy. An additional mitraclip xt was implanted to stabilize the slda clip. The procedure was complete with the mr reduced to mild. There was no clinically significant delay in the procedure and no further adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported recurrent mitral regurgitation was due to the single leaflet device attachment (slda). The reported incomplete coaptation associated with the slda appears to be due to challenging patient anatomy (friable leaflets). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.